Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the lot expiration and device manufacture dates are unknown. Block h6: problem code 1069 captures the reportable event of fiber break. Problem code 1437 captures the reportable event of fiber connector overheats. Problem code 1385 captures the reportable event of sma boot melted. Block h10: the returned lighttrail reusable 600um laser fiber was analyzed, and a visual evaluation noted that it was returned in one piece. The piece measured 310.5 cm from the tip of the connector to the end of the exposed glass tip. The exposed glass tip measured 6mm and showed signs of degradation. Examination under magnification confirmed the pattern on the tip was consistent with normal degradation. Visual inspection observed damage to the strain relief 29.5 cm from the tip of the connector. The area of the damaged strain relief appeared to have some minor melting, indicating that was the likely the location of the fiber fracture. When connected to the laser console, the following message was displayed "applicator has been used 7 times". There was no light from the sma connector, indicating a fiber fracture. No other issues with the device were noted. The reported event was confirmed. The analysis of the returned device revealed no light from the sma connector, indicating a fiber fracture. The strain relief displayed signs of damage and melting, indicating the fiber was fractured at that location. It was likely that procedural handling of the device during set-up or reprocessing contributed to the fiber break within the strain relief, resulting in overheating and the observed damage. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on the event. A review of the manufacturing documentation for this device was unable to be performed as the lot number is unknown. However, a ship history review was performed to identify the most probable lot numbers and a manufacturing review of the most probable lot numbers did not identify any anomalies or deviations that could have contributed to the event. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation on october 01, 2020 that a lighttrail reusable 600um laser fiber was used in an ureteroscopy procedure in the bladder performed on a (B)(6) 2020. Reportedly, the laser unit used was an auriga xl 4007 laser console with laser settings of 800 millijoules and 8 hertz. According to the complainant, during the procedure, it was noted that there was an extremely loud noise heard from the laser unit and the laser fiber did not fire. The physician depressed the foot pedal and the noise stopped. The physician disconnected the laser fiber for a few seconds and then the physician switch on the laser console again and reconnected the laser fiber. The same noise and failure to fire of the fiber occurred. Smoke was noticed coming out from the laser fiber jacket to the connector. A fiber break was noticed where the plastic of the connector end finishes and the fiber jacket begins. The physician disconnected the laser fiber and the procedure was completed with another lighttrail reusable 600um laser fiber. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on october 01, 2020 that a lighttrail reusable 600um laser fiber was used in an ureteroscopy procedure in the bladder performed on a (B)(6) 2020. Reportedly, the laser unit used was an auriga xl 4007 laser console with laser settings of 800 millijoules and 8 hertz.. According to the complainant, during the procedure, it was noted that there was an extremely loud noise heard from the laser unit and the laser fiber did not fire. The physician depressed the foot pedal and the noise stopped. The physician disconnected the laser fiber for a few seconds and then the physician switch on the laser console again and reconnected the laser fiber. The same noise and failure to fire of the fiber occurred. Smoke was noticed coming out from the laser fiber jacket to the connector. A fiber break was noticed where the plastic of the connector end finishes and the fiber jacket begins. The physician disconnected the laser fiber and the procedure was completed with another lighttrail reusable 600um laser fiber. There were no patient complications reported as a result of this event.